Manufacturer narrative:
Conclusion: a microscopic inspection of the returned extension confirmed all of the wires had separated in the extension header assembly strain relief. The damage is consistent with a sudden overstress to the extension while implanted. The damaged wires resulted in the invalid impedance and loss of stimulation observed in the field. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2012-12788. Reference MFR report #1627487-2012-12789. Reference MFR report #1627487-2012-12790.